Manufacturer narrative:
(B)(4). Additional information: pan. (B)(4); mfg date 09/01/2014. Exp date 8/1/2019 the analysis results showed that two ecr60b cartridge reloads were received. Cartridge (a) ecr60b, l53z0y was received fully fired and in good visual conditions. Cartridge (b) ecr60b, l5452y was received fully fired and with the cartridge pan dislodged. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. No conclusion could be reached on what caused the pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a semi-open ileus procedure, the cartridge pan came off and it was left in the jaw when the cartridge was removed. The left cartridge pan was removed with a tweezers. Then, another cartridge was loaded into the same device and used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.